Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm and 3.00mm x 15mm nc emerge balloon catheters were used for dilation. However, both balloons were ruptured after inflated multiple times. The procedure was completed with a different device. No patient complications were reported.